Event description:
It was reported, the patient experienced a pulling/stabbing pain at the ipg site when getting into a car and has been having a burning/stabbing pain in her upper thigh ever since. The patient also stated, the stimulation aggravated the pain. As a result, the patient went to the emergency room. An sjm representative attempted troubleshooting and programming but could not provide resolution. Further intervention will be discussed with the doctor.

Event description:
Follow-up revealed the patient will undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Follow-up revealed the patient's system was explanted on (B)(6) 2015.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.